Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported cosmetic damage, moisture damage to the insulin pump and received critical pump error. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. Customer was advised to discontinue use of the device, and the insulin pump will be replaced. No harm requiring medical intervention was reported. Mmt-1886 was requested, and customer response was that the device will be returned.

Manufacturer narrative:
Pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. Pump was also received with a critical pump error (open book image) alarm. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thump. In further review of the formatted history file 2 days from the event date of 08-jan-2026, these pump error(s)/alarm(s) were noted: pump error 4 alarm was found on 01/08/2026 11:02:01.000, 01/08/2026 12:21:08.000. Pump error 4 alarm was confirmed according in the formatted history file, suspected on hw. Critical pump error (open book image) alarm triggered by multiple consecutive pump error 63 alarms on 01/08/2026 11:02:00.000, 01/08/2026 11:02:02.000, (twice) on 01/08/2026 12:21:00.000, 01/08/2026 12:21:08.000, 01/08/2026 12:31:00.000 and (twice) on 01/08/2026 13:49:00.000 according in the formatted history file/detailed trace file. As per global logic analysis, pump error 63 alarms (line number 19208 file number 49 and line number 2318 file number 49), suspected on hw. Pump was cut open to perform visual inspection and found corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage on the force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.69 mv). The test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. Cosmetic damage was confirmed at the case of the pump during analysis. Unable to perform the required testing due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to multiple consecutive pump error 63 alarms (line number 19208 file number 49 and line number 2318 file number 49). Pump error 4 alarm was confirmed according in the formatted history file, critical pump error (open book image) alarm and pump error 63 alarms (line number 19208 file number 49 and line number 2318 file number 49) due to corrosion on the pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.